Event description:
It was reported that during an unk procedure, the device did not fire properly. Completed the case with the same like product. There was no patient consequence.

Manufacturer narrative:
(B)(4). Evaluation summary: the analysis results found that the device was returned with the anvil in the close position and extended as the anvil crimp was noted to be insufficient. A cartridge was received loaded on the device and void of staples; in addition the articulation mechanism of the device was damaged. The anvil was manually reinserted on the device and the device was tested for functionality with a test cartridge on the 3 articulation mechanism. The device was disassembled to verify the condition of the internal components and the articulation gear teeth were found broken. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4).